Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl that was addressed by consuming carbohydrates. Reportedly, customer had been stacking boluses and delivering boluses right before eating. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.